Event description:
It was reported that pump experienced repeated malfunction alarms, including malfunction code 7 without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to rely on alternate insulin method if needed.